Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent encountered resistance at the distal section of the catheter during delivery. The patient was undergoing surgery for treatment for a cerebral infarction. It was noted the patient's blood vessel tortuosity was moderate. The stroke onset to reperfusion time was 180 minutes. There was no intravenous tissue plasminogen activator (IV tpa) contraindicated, and one pass with the device. It was reported that the patient came on stage with acute cerebral infarction, and angiography revealed m1 thrombosis in the right brain. A 6f-115navien was paired with rebar18 and solitairefr-4-20 and was ready to be pulled out. After the microcatheter was in place, the stent was very astringent when entering the rebar18 microcatheter, and it was difficult to push out the microcatheter. After withdrawing the stent, it was found that the guide wire of the stent was kinked. To ensure the safety of the operation, it was replaced with a new 4-20 stent and the thrombus was re-pulled out. The blood vessel was successfully opened, and the operation was completed. The devices were prepared and flushed as indicated in the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a rebar 18 microcatheter and 6f navien sheath.

Manufacturer narrative:
H3: product analysis of (B)(4), lot # b780651 as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. The reported rebar 18 catheter was not returned with the stent. Damaged location details: the solitaire fr 4-20 stent¿s finger markers were examined inside the introducer sheath, and no damages were noted. The stent¿s working and non-working length struts were in good condition. The glue dome on the proximal marker was damaged. No defect was found on the marker coil, and the pusher wire was kinked at 49.5cm to 53.0cm from the proximal end of the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 4-20 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the pusher wire and glue dome on the returned solitaire fr 4-20 stent device was damaged. The damages likely occurred when the customer attempted to advance the solitaire fr 4-20 stent device through the rebar 18 catheter against resistance. However, the root cause of the resistance could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery. In this event, the reported rebar 18 catheter was compatible with the solitaire stent, ruling out incompatibility as a potential cause. Therefore, moderate vessel tortuosity, a damaged catheter, or a lack of continuous flush with heparinized saline during delivery could have contributed to the reported resistance complaint. Since the reported rebar 18 catheter was not returned, any contribution to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.